Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (243 mg/dl) the customer took a bolus to stabilize bg level. During troubleshooting with tandem technical support, the customer noted air bubbles / air gaps in the tubing. Reportedly, the customer had loaded with cold insulin. The customer was advised to only load insulin at room temperature. It was indicated that the customer would change supplies.